Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, brown particles. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool on anterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Device has been explanted.